Event description:
It was initially reported that a vns pt was going to have a generator replacement surgery due to an increase in seizures. Follow up with the pt's treating physician revealed that he believed the pt's increase in seizures to be attributed to his device being at end of service. The generator was explanted and sent back to the manufacturer for analysis. Eval of the device demonstrated that it was not at end of service and was meeting all performance specifications. Based on the info provided, no root cause for the pt's event could be determined as the generator was found to be functioning properly.